Event description:
It was reported that the patient information from the implantable cardioverter defibrillator (ICD) was listed with "?" In the area where data was listed previously. The device had a partial bit flip. There was also possible undersensing on the right ventricular (rv) lead. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device memory and analyzed. Analysis of the device memory was performed and no anomalies were found. No rv undersensing observed on save to disk. (B)(4).